Event description:
It was reported that a patient underwent an idvt ablation procedure with a thermocool® sf nav bi-directional catheter and developed a cardiac tamponade. A pericardiocentesis was performed. There is no further information as to if any additional intervention was performed. There was no reported malfunction with any of the catheters and systems used during the case. This adverse event is considered to be serious and MDR reportable. The product has not been returned to bwi.

Manufacturer narrative:
(B)(4) it was reported that a patient underwent an ablation procedure with a thermocool sf nav bi-directional catheter and developed a cardiac tamponade. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response, and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was performed and the catheter passed. The catheter was also evaluated for carto 3 functionality. The catheter was recognized by the carto 3 system, no error messages were displayed and the catheter was properly visualized. The catheter passed all specifications. The root cause of the tamponade remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: carto 3 system, serial# (B)(4), stockert 70 system, serial# (B)(4), cool flow pump, serial# (B)(4). (B)(6). (B)(4). The product has not been returned. The product investigation is pending.

Manufacturer narrative:
Bwi received the complaint device for analysis on 2/2/2015. The investigation has begun but is not yet complete.